Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. No further complication was reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.